Manufacturer narrative:
3003721894-2016-00005 is associated with (B)(4) polident denture adhesive cream.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria (B)(4) medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. This report is made by (B)(4) without prejudice and does not imply any admission or liability for the incident or its consequences. (B)(4) medical assessment revealed the device was suspected to be a contributory cause of the incident. Additional details: this case was reported from a consumer via call center representative on 12 jan 2016. A male consumer of unknown age reported that he happens to swallow the product at a small dose while using polident denture adhesive cream and queried if it would be harmful. The consumer did not consent on local privacy law, so no further information would be available.